Event description:
It was reported that, the pt fell and prematurely loosened tibial baseplate. A #7 ts baseplate with a 12 x 50 stem and a t2 7 x 13 insert was implanted.

Manufacturer narrative:
Additional info has been requested if received will be provided in a supplemental report.